Event description:
Clinical trial. It was reported that post index procedure, the pt died. The index procedure treated a de novo lesion in the first obtuse marginal (1st om), the lesion was 3.5 mm wide, 10 mm long, and 90% stenosed. There was mild calcification and tortuousity. The physician predilated the lesion prior to placing a 3.5x20 mm taxus express2 drug eluting stent. Residual stenosis was 0%. The pt rec'd aspirin and plavix during the procedure. The pt was discharged 2 days post index procedure receiving aspirin and plavix. On day 474, the pt died. Cardiopulmonary arrest occurred. An autospy was not performed. In the opinion of the physician, there is an unknown relationship between the death and the taxus stent.

Manufacturer narrative:
H6: a unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch #6806818 found that the device met its material, assembly and product specifications, at the time of release to distribution. These complaints are trended on a monthly basis. The root cause cannot be determined.